Event description:
Country of complaint: (B)(6). Complaint description: broken thread, during surgery.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Complaint description: the thread broke during surgery. Cracked suture before pushing the first node. Customer did not use any tools clipped to the suture. Samples received: 5 unopened race packs. Analysis and results: there are no previous complaints of this code/batch. There are (B)(4) units in OEM stock. OEM tested the knot pull tensile strength of the samples received and the results conform to the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conforms to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. No further patient information was provided at the time of this report.